Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the basal rate on the infusion device was 0.00 units from 2:00 p.m. To 3:00 p.m., but according to the customer it should have been 1.00 unit. The customer did not change the basal rate on their own. No adverse event reported. Return of the suspect device was requested for evaluation.